Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (11) years since the subject device was manufactured. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes and no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, olympus confirmed there was foreign material in the nozzle, but was unable to determine what foreign material was involved. There was no physical damage to the location of the foreign material. Therefore, the cause of the material remaining in the device could not be determined. The subject event can be detected and prevented by implementation in accordance with the below instructions for use. Instructions for gif-290 series, operation manual, chapter 3 "preparation and inspection" describes how to detect the subject event; instructions for gif-290 series, reprocessing manual, chapter 5 "eprocessing of the endoscope (and related reprocessing accessories)" describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.